Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports keypad not responding. Customer's blood glucose was 420 mg/dl. Which was treated with manual syringe. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.